Event description:
The customer reported the system displayed intermittent collimator iris errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator stops. System operates as intended.